Event description:
Event description cpi received info that during a routine follow-up, this ventak mini iii implantable cardioverter defibrillator (ICD) was found in the 'backup mode due to a memory reset.' An invasive procedure was performed. A new ICD was successfully implanted on the chronic lead.